Manufacturer narrative:
B1 - corrected to: adverse event in the initial MDR. B2 - required intervention to prevent permanenet impairment/ damage should be added to the initiial MDR. H1 - corrected to: serious injury in the initial MDR. H6 - corrected to: health effect - impact code (f): 4625 in the intial MDR. H6 - corrected to: medical device problem code (a): 2993 in the intial MDR. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glare/haloes. Woozy vision and pain present. The cause of the event was reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
A4-a6: unk. Significant glare and/or halos (under night driving conditions) is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).